Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose level of 2.8 mmol/l. Customer experienced blood glucose level of 3.8 mmol/l. Customer was treated with food. Customer was not alleging insulin pump for over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The product will not be returned for analysis.